Event description:
The affiliate reported the customer alleged erratic potassium (k) results, for several patients, on the ion selective electrode (ise) cell 2 of the au5800 clinical chemistry analyzer. One patient's sample obtained an initial result of 2.4 mmol/l and a reanalyzed result of 5.0 mmol/l. Another patient's sample produced an initial result of 15.4 mmol/l and a repeat result of 4.3 mmol/l. No erroneous patient results were released out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
On (B)(4) 2013, beckman coulter field service engineer (fse) replaced all the electrodes and pump, valve tubing, and the buffer syringe. The fse performed enhanced ion selective electrode (ise) cleaning. Following recalibration, the slope recoveries were 10 mmol/l lower than expected. On (B)(4) 2013, the fse verified the ise system for leaks and blockages. Assays were calibrated consecutively for multiple times followed by a precision test. Quality control (qc) performance was not within the acceptable range. Cell 2 was disabled and was not in operation. On (B)(4) 2013, the fse noticed air leaked at the reference valve. As a result, the reference solution was draining from the valve back toward the reference solution bottle, resulting in the erratic potassium (k) results. On (B)(4) 2013, the fse replaced the faulty reference solution valve and resolved the issue. The fse performed multiple calibrations successfully. Quality control (qc) and precision test were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.